Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy and primiparous. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), headache ("pulsating cephalea"), nausea ("nausea"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), pelvic pain ("pelvic pain"), candida infection ("candidiasis") with vaginal discharge and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, nausea, menorrhagia, dysmenorrhoea, pelvic pain, candida infection and anxiety had not resolved. The reporter considered anxiety, candida infection, device breakage, device dislocation, dysmenorrhoea, headache, menorrhagia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy and primiparous. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("pulsating cephalea"), nausea ("nausea"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), pelvic pain ("pelvic pain"), candida infection ("candidiasis") with vaginal discharge and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, nausea, menorrhagia, dysmenorrhoea, pelvic pain, candida infection and anxiety had not resolved. The reporter considered anxiety, candida infection, device breakage, device dislocation, dysmenorrhoea, headache, menorrhagia, nausea and pelvic pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.